Manufacturer narrative:
Upon analysis, no anomalies were found, however visual summary analysis indicated apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged and was in the right ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.